Event description:
It was reported that the device showed loss of capture on two pacing pulses. The device was also at eri (elective replacement indicator). The patient was also noted to be in atrial fibrillation. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed normal battery depletion.